Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported that when they opened the package, there was a hair in the inner wrapping.

Event description:
The customer reported that when they opened the package, there was a hair in the inner wrapping.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. Reported event was confirmed by visual inspection of the returned product. An exceed abt ringloc-x shell inside its open packaging pouch and box was forwarded for analysis due to 'a hair in the inner wrapping' when the box was opened during surgery. The fibre is likely to be a hair, but its source cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.